Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 37642. Product type: programmer, patient: product ID 3387-40, lot# j0230952v, implanted: (B)(6) 2003. Product type: lead: product ID 3387-40, lot# j0230952v, implanted: (B)(6) 2003. Product type: lead: product ID *unkext, serial# (B)(4), implanted: (B)(6) 2003. Product type: lead. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. For the last two months the patient's balance was "terrible and getting worse." It was noted the patient falls a lot, "every day" but the patient "had not broken anything yet." Stimulation was set at 3.6 volts and could not be titrated any higher. The patient was unable to get an appointment with their health care provider until (B)(6) 2013 for adjustment. Approximately three weeks later it was reported the patient had fallen at least once a day and their balance was "really, really bad" and they had tried to adjust stimulation but that had not helped with their symptom control. It was noted the patient had an appointment on (B)(6) 2012. It was also noted the patient was concerned about the device and or leads being broken or loose. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up information received reported that the patient received assistance from their doctor and that their concerns were resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).